Event description:
It was reported that while stimulation was turned on, a sharp pain at the spinal incision occurred and stimulation was in the wrong location. There was no stimulation in the legs. There was no known accident or incident related to this event. The current impedance measurements were normal except for 13 and 15 which were >10,000 ohms. It was indicated that these electrodes were known from the date of the implant as non-functioning and were not utilized in the programming. Reprogramming was attempted but they were unable to capture stimulation and the patient only felt pain at the incision site. An x-ray of the lead and/or extension was recommended. The x-rays revealed that the percutaneous leads had migrated. The patient was being referred to a healthcare provider (hcp) for a revision and placement of a paddle lead instead. A revision was to take place by (B)(6) 2012 at the latest. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; accessory anchor model 3550-39 lot # n289531 implanted: (B)(6) 2011 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk.

Event description:
It was confirmed that the patients system was revised. The 2 migrated leads were removed and a 5-6-5 paddle was implanted. The same neurostimulator was used. The patient was receiving effective stimulation and had no other concerns.